Manufacturer narrative:
The device was returned to olympus and the evaluation found a dented edge, a loose handle, loose adapter, cracked side of video connector, and error message 104. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited a dented edge, loose adapter, cracked side of video connector, and error message 104. There was no patient involvement.